Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("chroni pelvic pain"), uterine perforation ("perforation of uterus"), fallopian tube perforation ("migration of esssure device to the abdominal or pelvic cavity / fallopian tube perforation") and perforation ("perforation of organ") in a female patient who had essure (ess205) inserted. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2000, the patient had essure (ess205) inserted. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), uterine perforation (seriousness criterion medically important), fallopian tube perforation (seriousness criterion medically important), perforation (seriousness criterion medically important), abdominal pain ("chronic abdominal pain"), back pain ("chroni back pain"), genital haemorrhage ("excessive bleeding"), pregnancy with contraceptive device ("unintended prgnancy"), hypersensitivity ("allergic reaction"), autoimmune disorder ("auto immune reaction"), headache ("headache"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood cchanges"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (to remove essure). Essure (ess205) was removed. At the time of the report, the anxiety and depression had not resolved. The outcomes for pelvic pain, uterine perforation, abdominal pain, back pain, genital haemorrhage, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation and mood altered were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure (ess205) during the first trimester. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure (ess205) administration. The reporter commented: the plaintiff has suffered and will continue to suffer onion physical symptoms & mental anguish despite surgical removal of essure. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 02-aug-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("chroni pelvic pain"), uterine perforation ("perforation of uterus"), fallopian tube perforation ("migration of esssure device to the abdominal or pelvic cavity / fallopian tube perforation") and perforation ("perforation of organ") in a female patient who had essure (ess205) inserted. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2000, the patient had essure (ess205) inserted. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), uterine perforation (seriousness criterion medically important), fallopian tube perforation (seriousness criterion medically important), perforation (seriousness criterion medically important), abdominal pain ("chronic abdominal pain"), back pain ("chroni back pain"), genital haemorrhage ("excessive bleeding"), pregnancy with contraceptive device ("unintended prgnancy"), hypersensitivity ("allergic reaction"), autoimmune disorder ("auto immune reaction"), headache ("headache"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood cchanges"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (to remove essure ). Essure (ess205) was removed. At the time of the report, the anxiety and depression had not resolved. The outcomes for pelvic pain, uterine perforation, abdominal pain, back pain, genital haemorrhage, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation and mood altered were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure (ess205) during the first trimester. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure (ess205) administration. The reporter commented: the plaintiff has suffered and will continue to suffer onion physical symptoms & mental anguish despite surgical removal of essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.